Event description:
It was reported that the 9400 system would not fluoro and had no image displayed during a case. No patient injury was reported.

Event description:
Caller reported blood glucose results of 390 mg/dl, 87 mg/dl, and 119 mg/dl mg/dl within 10 minutes on the accu-chek system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.